Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that was hospitalized due to high blood glucose on unknown date. The customer blood glucose was 442mg/dl. No further patient complications were reported. It was unknown that customer was using auto mode at the time of event. Troubleshooting was not performed and the customer will discontinue use of the device.